Manufacturer narrative:
Corrected data: "visual inspection found the optic and haptic torn" should be corrected to "visual inspection found the haptic torn". (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 mm micl 12.6, -12.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Per the reporter, "the lens opened upside down", the lens was removed and back up lens implanted during initial surgery with no patient injury. This resolved the problem.